Event description:
The complainant reported using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. During support, a ¿placement signal unreliable¿ alarm repeatedly occurred. Pump position was verified by fluoroscopy and found to be normal. The patient remained hemodynamically stable and continued to receive effective support from the pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was evaluated and the 5s parameters were within normal range. The alarm did not reproduce in the lab. The pump passed the light continuity test and there were no visual abnormalities. The data logs confirm placement signal unreliable alarms and decreasing signal not reliable. The root cause of the optical signal issue was not determined as issue could not be reproduced. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.